Event description:
It was reported that the patient experienced an increase in depression due to battery depletion, end of service condition. A battery life calculation was performed and the patient¿s vns generator was confirmed to likely be at eos and is no longer providing therapy. An implant card was received for the patient's generator replacement. It was stated that during the replacement surgery for end of service condition, high impedance was seen after replacement. The following troubleshooting was performed without resolving the high impedance: nerve flushed with saline, pin re-insertion, and reconnecting programming wand. The pin insertion was checked again, and the generator was tested with the test resistor to show no generator malfunction. The patient was referred for lead revision surgery to resolve the high impedance. A lead revision occurred for the high impedance. Programming history was reviewed for the explanted generator. Multiple programming and interrogation events were provided from the date of implant to (B)(6) 2011. However, the last diagnostic data provided in the manufacturer's database was only from 11/17/2008, noting no apparent device issues. No explanted devices have been received to date. No additional relevant information has been received to date.